Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident on 4/28/97. Five weeks post procedure during a routine follow-up exam, the protegen sling material was visible through the insertion site of the vaginal wall. The sling was removed without incident. Cultures indicated no infection was present. The pt remains continent. The device has been destroyed by the user facility. Therefore, no failure analysis was available. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedure: urinary retention and infection. Consequences specifically related to materials: pelvic sensitivites and tissue erosion."